Event description:
It was reported the pt underwent revision of their implant. The revision was reportedly due to infection, however, the hcp was unable to confirm any infection. The details of the revision including dates, devices, and symptoms at the time of the event remain unknown at the time of this report.